Event description:
It was reported that during the implant procedure the pacing lead exhibited high/undefined impedance and high thresholds. The lead was attempted/not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.